Event description:
Approximately six weeks after hip replacement surgery with the metal on metal device, got very sick. Was diagnosed with metallosis, elevated chromium and cobalt levels. When device was explanted it had deteriorated, and very loose. Had chronic infection and non healing wound that leak fluid out of body. Surgeon in montana continue to use this device thus putting pt in potential risk as he was.